Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal was broken and the device was cracked on the top case, both plunger cases, and the battery door. A review of the event history log found a motor rate error. Occlusion testing confirmed the motor rate error. It was determined the cause of the issue was related to old grease covered worm coupling facets, oid components, and generally worn out due to normal wear. It was indicated that the pump was over 7 years old. Based on the evidence, the root cause was attributed to normal wear of the device.